Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. However, the problem could not be replicated in bench testing. Analysis of the battery revealed that it met specifications; the unit passed visual examination and functional testing. A critical battery alarm was confirmed in the controller log. However, no problem with the battery could be confirmed in bench testing. The battery was in use when the reported event occurred. The circumstances of the event and the controller log files are consistent with the internal investigation, which is a controller communications error with the battery. The probable root cause for the critical battery alarm is controller communication error with the battery. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that a critical battery alarm was detected in log files. The battery was replaced. No patient complications have been reported as a result of this event.